Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) due to a distal humeral fracture on (B)(6) 2018. During the surgery, a headless compression screw (hcs) was used to fix the bone pieces at the trochlea. Since the bone was hard. A cannulated 3-flute drill bit for quick coupling was used for pre-drilling on the cortical bone. Upon insertion of the first screw, drilling the bone using the drill bit over a kirschner wire (k-wire), the k-wire was broken and the broken piece was successfully removed with the drill bit. During insertion of the second screw into the bone over another k wire, the tip of the k wire was broken and remained inside the bone. The surgeon removed the second screw, then removed the broken tip of the k wire. However, iron powder remained inside the bone. The second screw was re-inserted using another k-wire possessed by the hospital. The surgeon followed the technical guide except for the process of hole depth measurement. The k wire was not broken at that time. The surgery was completed with a 30-minute delay. Patient status was good. According to the surgeon, the k-wires were broken because of interference between the k wires and the drill bit. When the k-wire was bent in the bone, the axis of the drill bit was deviated. Due to this situation, excessive force was applied to one point on the k-wire, causing breakage. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown), cannulated drill bit (part # 310.221, lot # f-23925, quantity 1). This report is for one (1) guidewire 1.1 l150 sst. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Part 292.623s, lot l648833: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: november 09, 2017. Expiry date: november 01, 2027. Non-sterile part 292.623, lot l576004: manufactured in balsthal. Release to warehouse date: october 16, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. H3, h6: a product investigation was completed: there are clearly visible stress marks on the entire surface of the received kire wire. Furthermore we found that at some point, the shaft runs into a cone and it is clearly visible that the guide wire was bent at the damage. The relevant dimension was checked with caliper and was found conforming to the specification. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The correct material was used according specification for surgical implants as required. The complaint is confirmed as the guide wire was found bent and damaged as reported in this complaint. Based on that and the findings above a manufacturing related issue can be excluded. As stated above does the guide wire run into a cone above and the outer side of this cone is bent. This is an clear indication that the wire was bent during drilling and that the drill bit did cut into the deformed guide wire as the drill was not able to follow the deformed guide wire. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.